Event description:
The customer contact reported that during testing at the user facility, unrestricted flow was noted the cassette was inserted into the device, and the door was closed. There were no reports of any adverse patient events or not reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.